Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. Two lot numbers were provided as it was unknown which device was used in the procedure that failed. A DHR review has been conducted for lot 3872091 and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. A DHR review has been conducted for lot 3912068 and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one dissimilar complaint for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Lot: 3872091; mfg date: nov 11, 2015, exp date: oct 31, 2020. (B)(4). Lot: 3912068; mfg date: jun 14, 2016, exp date: may 31, 2021. (B)(4).

Event description:
The affiliate reported via email that during an unknown procedure the thread was broken when the surgeon sutured after anchor implantation on (B)(6) 2017. It was brand new and the first use when the issue occurred. There was no surgical delay and no harm to the patient. The backup device was used to complete the case. The following additional information was received via email by mitek complaints on 07-21-17: the affiliate responded that "it was reported one anchor involved in this procedure." And that two lot numbers were provided due to unknown which lot number was used in the case. The affiliate could not provide information about if the anchor had to be removed because of the suture break or if the original bone hole was used to complete the procedure.